Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the cardiac tamponade occurred and the procedure was cancelled. During the procedure of pulsed field ablation, a versacross connect access solution for faradrive was selected for use. Once transseptal access was performed, some resistance was noted when the dilator was advanced into the left atrium. They mentioned that there was no resistance during removal. However, they said it seemed like there was slight resistance when advancing the sheath and wire into the left atrium immediately after the balloon biopsy thus, it was removed, no resistance was felt during removal. After couple of minutes, the patient blood pressure was dropped. Additionally, cardiac tamponade was noted on the echocardiography. Pericardial drainage was performed and approximately 300 ml of pericardial fluid was present. The vital signs was stabilized and no decreased in consciousness. Considering the patient's condition, the ablation was discontinued and the procedure was cancelled. As per the physician, the exact cause of the cardiac tamponade could not be determined. It may be due to anatomical and procedural issues of the left atrium rather than a product malfunction. No pericardial effusion was noted on the echo prior to the procedure. Pericardial effusion was noted in the pericardial sac. Although the exact cause of the cardiac tamponade could not be determined, it was said to be due to anatomical and procedural issues of the left atrium rather than a product malfunction. Patient is still in hospital. The device is not expected to be return as disposed.

Event description:
It was reported that the cardiac tamponade occurred and the procedure was cancelled. During the procedure of pulsed field ablation, a versacross connect access solution for faradrive was selected for use. Once transseptal access was performed, some resistance was noted when the dilator was advanced into the left atrium. They mentioned that there was no resistance during removal. However, they said it seemed like there was slight resistance when advancing the sheath and wire into the left atrium immediately after the balloon biopsy thus, it was removed, no resistance was felt during removal. After couple of minutes, the patient blood pressure was dropped. Additionally, cardiac tamponade was noted on the echocardiography. Pericardial drainage was performed and approximately 300 ml of pericardial fluid was present. The vital signs was stabilized and no decreased in consciousness. Considering the patient's condition, the ablation was discontinued and the procedure was cancelled. As per the physician, the exact cause of the cardiac tamponade could not be determined. It may be due to anatomical and procedural issues of the left atrium rather than a product malfunction. No pericardial effusion was noted on the echo prior to the procedure. Pericardial effusion was noted in the pericardial sac. Although the exact cause of the cardiac tamponade could not be determined, it was said to be due to anatomical and procedural issues of the left atrium rather than a product malfunction. Patient is still in hospital. The device is not expected to be return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.